Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump alarmed motor error during rewind and there were some motor error alarms in the alarm history. The customer's blood glucose was normal and didn't require medical treatment. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery also, unable to perform unexpected restart error, occlusion and no delivery test due to motor error alarm. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. However, the insulin pump passed the operating currents measurement, self-test, rewind, basic occlusion, prime and displacement test. The insulin pump had cracked case at display window corner and minor scratched display window.